Manufacturer narrative:
The generator is being returned from the customer facility to manufacturing base. Due to international location, the system will not be back to manufacturing within the required FDA time frame of reporting. A follow up supplemental report will be filed once the generator has been returned and evaluated.

Event description:
An operating room nurse reported discovering that a generator on the suspect device was on fire. The suspect device was located in or room at the time of the event. No pt was involved. Machine was operated for less than 30 mins, and smoke came out from the generator. Firstly, main power for the whole system was switch off, and fire extinguisher was used to put off the fire.